Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure the image disappeared. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. Visual, microscopic inspection and image testing were performed on the returned device. The results of the image test produced an incomplete image. The distal shaft was twisted and a small pinhole was observed on the proximal fillet at the edge of the scanner body. The adhesive around the fillet was rough, indicating that a small portion of adhesive could be missing. The probable cause of the reported failure is damage in use, as evidenced by the hole and twists in the distal shaft. The probable cause of the observed pin hole in the fillet is an air bubble that opened during use. Strain, impact, and forces associated with use can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because it could not be conclusively determined if pieces of the device are missing. There is a potential for harm if the malfunction were to recur.

Event description:
This follow-up supplemental report #1 is being submitted to correct the UDI#.

Manufacturer narrative:
Internal reference: 217115 this case was reviewed and investigated according to the manufacturer's policy. Inadvertent entry error in the UDI#. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.